Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the nose tube came apart and the bearing were worn off due to normal wear. The device was repaired by replacing several components.

Event description:
Customer reported that the hose was cut and the device did not work. This is report 1 of 1 for (B)(4).